Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the complete lead was returned intact and not severed. The setscrew marks were in the correct location on the terminal pin. The lead passed the continuity test indicating conductors were intact. The lead also passed the hipot test, indicating no electrical shorts between conductors. Further, visual inspection revealed no abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted and was replaced. No additional adverse patient effects were reported.